Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), (patient with a 2.3 centimeter common bile duct stone), lithocrush was used to crush the stone. During the procedure, a cable of the lithocrush broke and was unable to remove the stone from the duct. Per the physician: during the ercp, mechanical lithrotripsy was attempted. The stone was captured by the lithrotripsy basket. Upon crushing the stone, however, the lithrotripsy basket fractured at the handle and one of the wires recoiled into the scope. The rescue handle was utilized to crush the stone without success. The patient was taken to the operating room and an exploratory laparotomy, cholecystectomy, common bile duct exploration, and removal of the impacted common bile duct stone were performed.